Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no cause had been determined with regard to the second ins not lasting as long as it should.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event was estimated. Occupation: patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the device was removed on (B)(6) 2018. The patient stated that it was removed because the battery depleted in 2016. The patient also noted that the ins should have lasted longer. There were no symptoms or further complications reported or anticipated.